Event description:
The reporter stated that the defibrillator failed to complete defibrillator charge during a patient resuscitation attempt. The reporter attributed the report to failure of an unspecified physio-control ni-cad battery.